Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. Review of the session records revealed episodes of false auto-mode switch due to noise were observed. The patient was stable.